Event description:
On 06/27/2008, the pt reported that the piston rod of her infusion device stopped during retraction and made an unusual noise. She stated that she changed the battery one week ago. She was advised to insert a new battery and she was able to complete the change cartridge process and did not notice any unusual noises. Upon follow up on 07/01/2008, the pt stated that she received an e8 (power interrupt) error and the piston rod will not return while changing the insulin cartridge. She switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.